Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: supplier ¿ (B)(4). Release to warehouse date: 22-sep-2023. Expiration date: 31-aug-2033. Part number: 03.404.029s, 16.5mm reamer head for ria 2-sterile. Lot number: 7850p74 (sterile). Lot quantity: (B)(4). Nonconformance noted: n/a. A manufacturing record evaluation was performed for the finished device with batch number 7850p74. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that incident occurred while using the ria 2 bone harvesting system. On wednesday, (B)(6) 2025, surgeon was using the ria system in a patient's right femur to collect bone graft for the patients left femur. While attempting to pass the ball-tip, the surgeon was having difficulty passing down the femoral canal. In order to pass the ball-tip, there was a bend put in the ball-tip on the distal end of it. When they got to the distal end of the ball-tip (at the bend) and femur while reaming, they heard a unique noise that sounded as if the ria head had disengaged. The surgeon stopped advancing the ria head. Team took an x-ray and noticed there was debris inside the canal. They were able to successfully remove the ball-tip and reamer head but there was debris left in the canal of the patient's femur.